Event description:
The article, "off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer", was reviewed. The article presented a case study of a 78-year-old female patient with a history of breast cancer, severe chronic obstructive pulmonary disease, atrial fibrillation, hypertension, cerebral amyloid angiopathy, and severe tricuspid regurgitation (tr). On an unknown date, three triclips were implanted. The final tr reduction was from grades 4 to 2. Several months later the patient was re-admitted to the hospital with recurrent right-sided heart failure. Transthoracic echocardiogram (tte) revealed a newly developed large coaptation gap between the two anterior clips due to progressive annular dilatation. This resulted in worsening torrential tr. The decision was made to close the gap using an 18 mm amplatzer septal occluder. During deployment the occluder slipped into the right atrium during the tug test. The occluder was removed from the patient and up sized to a 22 mm amplatzer septal occluder. The 22 mm occluder was successfully implanted in between two clips. The patient's tr reduced from grades 5 to 3. The patient was discharged 2 days later. At the 3-month follow-up the patient remained stable. [The primary and corresponding author was firas jaly, department of cardiology, marien hospital witten, marienplatz 2, witten 58452, germany, with corresponding e-mail: fhjaly@gmail.com.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.